Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "this product contain natural rubber latex which may cause allergic reactions." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter allegedly caused the patient to experience a rash reaction. As a result, the catheter was replaced with an all silicone catheter. The patient took benadryl, solu-medrol and pipcid. The patient allegedly still had a rash on his abdomen and back 24 hours after the catheter was placed.